Event description:
On 2015 (B)(6), the company representative reported that the patient had a meeting scheduled with a neurosurgeon on 2015 (B)(6). Further follow up is being conducted, if additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 40mg/ml at 10mg/day and bupivacaine 10mg/ml at 2.516mg/day via an implantable infusion pump. The indication for use was noted as non malignant pain. The patient had a myelogram and the physician ordered a dye study. The patient just changed pain management physicians. The patient's pump was interrogated prior to the dye study. On (B)(6) 2015 during a dye study, the physician was unable to aspirate from the cap. Since the physician was unable to aspirate any fluid from the cap the study was aborted. The patient was not experiencing any withdrawal symptoms and was not having any adverse effects. The physician stated he would let the patient know what the next steps would be in a few days. The patient status at the time of the report was noted as alive, no injury. As of the day of the report it was unknown if the issue was resolved. Interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.